Event description:
Allegedly, eprd reported 3 new complications for procotyl® c first revision (1 infection and 2 unknown failures). No further information was reported. This incident is capturing 1 infection.